Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the pch instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the pch instrument arced. Although, there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a metal piece distal to the cable was loose and caused the instrument to arc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon noticed arcing immediately and removed the permanent cautery hook (pch) instrument. The metal ¿collar¿ that goes at the base of the metal hook was loose, slid up and down the hook. The site believes this caused the arcing. Instrument was visually inspected prior to use but the loose metal piece was not identified at this point, no damage was observed. The cannula was checked for sterility but no pin gage was used to inspect it. The surgeon was performing a prostatectomy so, surgeon was probably dissecting at the time of the arcing. Esu settings that the surgeon normally uses are 50/50 or 40/40. A maryland bipolar instrument was in use when the arcing occurred. No instrument collisions were reported. There was no injury to the patient or post-surgical complications as a result of the arcing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b5, g4, g7, h1, h2, h10 4307 - intuitive surgical ,inc. (Isi) has not received the pch instrument for failure analysis investigation. The pch instrument had dislodgement of the sleeve due to insufficient bonding strength in the adhesive. The thermal damage weas not due to a broken wire. The sleeve dislodgement may allow conductive fluids to get underneath and led to thermal damage on the yaw pulley.